Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer's sensor and blood glucose readings were off. The customer experienced a low blood glucose level of 50 mg/dl but the insulin pump was showing in the mid 100 mg/dl. The customer received calibration error alarms. The customer treated his low blood glucose level with a banana and candy. The device was not returned.